Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2010, that a patient had lost therapeutic effect. The patient was unable to adjust stimulation using the patient programmer. The device was later powered off and turned back on again, and the patient had then regained stimulation. On (B)(6) 2010, it was further reported that the patient was still having problems with their device system following a successful reprogramming session. The patient had tenderness at the device site, in addition to constipation and bloating. It was clarified that this issue was different from the first reported event. The patient had discussed the event with a company representative. On (B)(6) 2010, it was later reported that while stimulation was turned on, the patient had a loss of therapeutic effect being there was no stimulation sensation. Stimulation was lost overnight in june, and there had been a gradual loss of therapy benefit since. The patient had a full return of their symptoms in the past couple of days. It was noted that there was no known accident or incident that occurred, that could be related to the issue. Impedance measurements revealed a reading of >4,000 ohms on all uni-polar pairs. Electrode impedance conducted at 2.5 volts and 450 us, showed >4000 ohms for all combos. The patient's outcome was not reported. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# v399339, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that there was a problem with the lead as well as lack of therapeutic effect. Patient stated the product went bad and they confirmed they were referring the lead issue which occurred in 2010. Patient subsequently had revision surgery which was painful because the lead was very hard to get out. They again reported a lack of therapeutic effect, and that it took a year and a half to even make it work so they went through a year and a half of a lot of stress. Patient had many problems programming this thing but it finally took their gastro doctor to tell them to turn stimulation off at night to let their body work for them because it was too stimulating and it wasn't allowing their body enough time to digest and do its work overnight. Patient stated it was not until they spoke to their gastro doctor about the irritable bowel is when the symptoms got better as well as the use of the device getting better. After a while patient didn't have any problems with leaking at night so this was the best advice in the world and patient notified their urologist. Patient stated the interstim did help them not fill up the bladder and go 50 times a day but they still leaked and wore big pads with it on or off. They also mentioned that they weren't sure how effective the interstim therapy was during trial, and had it implanted because they didn¿t notice much of a difference. It was reviewed with patient expectations regarding the purpose of the trial and therapeutic effect. No further complications were reported or anticipated.